Manufacturer narrative:
The results of the investigation concluded that the sheath passed pressure and aspiration leak testing with no anomalies observed. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported leak remains unknown as the event could not be confirmed.

Event description:
During an ablation procedure, an air leak was noted from the hemostasis valve. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).